Event description:
It was reported that the patient had a "call your doctor" icon message on the programmer with an error code message 574 which indicated that no programs were saved by the clinician programmer. There was no reports of any recent surgery performed on the patient and had not been around any new equipment. Impedance measurement showed all were within the range of 4000 to 5000 ohms. The neurostimulator battery measured 2.775 volts. Additional information was requested.

Manufacturer narrative:
(B)(4).